Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling multiple cartridges with 280 units of insulin. There was no impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.